Event description:
The attorney alleged that the patient's pump was filled with baclofen, morphine, and bupivacaine incorrectly. A home infusion company refilled the patient's pump. On (B)(6) 2011, the patient underwent a pump refill procedure. While attempting to refill the pump, the hcp delivered in excess of 30ml baclofen, morphine, and bupivacaine into the patient's subcutaneous tissue rather than into the pump. As a result, the patient became very sick and was taken to the ER on (B)(6) 2011. The overdose of medicine into the subcutaneous tissue necessitated admission to the ICU at the hospital for a period of 7 days. The patient experienced effects of too much medication and withdrawal due to improper dosing. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: catheter model: 8731, serial #: (B)(4), implanted: (B)(6) 2006, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).